Manufacturer narrative:
(B)(4). (B)(6). The small battery drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device motor seized, jammed, and was heavy moving. It was noted that the device was not working. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, off/oscillation/on switch mode function, the triggers and electronic control unit (ecu) function, compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii, and the function with the electric pen drive (epd)-console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.